Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide a lot number, therefore a device history search could not be performed. All lots must met acceptance criteria before release. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Some possible root causes were provided in the initial report for this event. Additionally, wbc contamination of platelet products can potentially be due to: late or major changes, especially in hematocrit, can contribute to an elevated wbc count. Sampling, calculation, or other process error. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). The run data file (rdf) was analyzed. The analysis did not find a conclusive cause of the elevated wbc content of 2.4 x 10e6 reported for this collection. Although not conclusive, there was a slight disturbance in the rbc detector signal around 23 minutes into the run when the alert occurred, that made the rg signal rise to 1.42, just short of the rbc spillover trigger value of 1.5. It is possible that cells may have entered the platelet line at this point during the collection. It is also possible that this event may be donor related and/or be part of the sites normal statistical process. Investigation eval and corrective actions are in process. A follow up report will be provided. This report was filed beyond the 30 day timeframe due to an internal communication issue. The issue will be investigated for applicable corrective actions.